Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 47 mg/dl which was treated with blueberries and other food and then blood glucose was 53 mg/dl and treated with some hot chocolate and the customer¿s blood glucose level went up. The customer reported that the insulin pump¿s value was not matching with the meters value. The customer had high and low blood glucose level, low blood glucose level was treated with food and high blood glucose level was treated with insulin pump. The insulin pump will not be returned for analysis.